Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). The surgeon was unable to engage the haptics and the case was converted to manual. The outcome of the case was successful.

Manufacturer narrative:
An event regarding haptics not engaging, involving 3.0 rio robotic arm - mics, catalog: 209999, was reported. A review of the DHR associated with rio 265 found quality inspection procedures successfully passed. Based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the 3.0 rio robotic arm - mics haptics not engaging. There were 5 other reported events (actions 309, 651, 700, and 370) and pr (B)(4). Device inspection could not be performed, no session data was provided. Four communication attempts were made. Device was not returned for evaluation.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). The surgeon was unable to engage the haptics and the case was converted to manual. The outcome of the case was successful.